Manufacturer narrative:
The tech found a negative weight on the scale display. The scale could not be zeroed and the ppm could not be armed. The tech replaced the analog board to resolve the issue with the negative weight on the scale display. He replaced the utv board because the ppm alarm was intermittent and the bed exit alarm would turn off and on. He also replaced the scale ppm board because the volume was low.

Event description:
The biomed received an incident report that a nurse alleged a patient fell while reaching for the food tray. The pt was not injured due to the fall. The nurse indicated the pt positioning monitor (ppm) was armed but did not alarm. The patient was found on floor during rounding. The account would not release any pt info or what nurse was involved with the incident.